Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: d6a, d6b. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image or user controls, faulty printed circuit board (mb-1251). A root cause could not be identified. Based on the results of the investigation, it is likely the monitor was not powering up due to faulty printed circuit board. The most probable cause of no image or user control is traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 3002808148-2025-14218.

Event description:
It was reported that the subject device had complete failure. The event had occurred during the set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.